Manufacturer narrative:
Eval codes: results: (arterial trauma/dissection/perforation), conclusion: (small arteries and angulated aortic neck). See scanned page.

Event description:
A talent stent graft system was selected for use in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology was not reported. The iliac arteries were non tortuous or calcified; however, they were 7 to 8 mm in diameter. The aortic neck was short measuring 20 mm, it had a 60 degree angle and it was conical in shape measuring 26 - 24 mm diameter. The vessels were pre-dilated with a 16 fr dilator which was tight getting the sheath in but it was successful inserting it. The dilator was removed and the talent device was inserted, but was unable to go through. The physician tried to push the device as hard as he was comfortable pushing and the tip of the device went in just past the hypogastric artery when the physician decided to not push any further. The device was removed and they saw that the external iliac artery was torn. An occlusion balloon was placed to control the bleeding and an aneurx limb was implanted which did not extend down far enough; therefore, a cut down was performed. An 8 x 70 mm gortex graft was sewn in, after which the artery was surgically repaired. The aneurysm was successfully treated with a 28 mm diameter aneurx bifur and two 28 mm aortic cuffs. The delivery system was discarded after the procedure. No additional clinical sequelae were reported and the pt is fine.